Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was returned for analysis. There was a blood-like substance present inside the balloon. Magnified inspection of the distal end of the device revealed that the tip was damaged. The inner shaft inside the balloon was buckled. The device was prepped according to the dfu, and a new inflation device filled with water was connected to the inflation port to inflate the device. When positive pressure was applied with the inflation device, a stream of water emitted from a hole in the balloon 15mm from the tip. Inspection of the shaft material in the area of the hole presented no evidence of any material or manufacturing deficiencies contributing to the reported event or the confirmed damage to the device. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The physician was pre-dilating a 100% stenosed lesion located in the moderately tortuous and severely calcified left posterior tibial artery with this 1.5mm x 20mm x 142cm sterling es balloon catheter. There was some resistance experienced advancing the device to the lesion. Once across the lesion, the balloon was inflated to 6atms for 10 seconds without complications. On the second inflation, the balloon ruptured at 14atms. The device was removed from the patient intact. The procedure was completed with another sterling es balloon catheter. No patient complications were reported and the patient's status is good.